Event description:
A customer contacted beckamn coulter inc. (Bci) regarding an erroneously low glucose (glucm) result generated by the synchron lxi 725 clinical system for one patient. A patient sample was tested for glucm and a result of 116 mg/dl was reported out of lab. The sample was re-tested and repeated glucm result was in the "500's mg/dl" (exact value was not supplied). The repeated result matched the point of care glucose result obtained by the physician. The original sample was then re-tested on a different instrument which gave a result in the "500's mg/dl". Glucm result was amended. It is unknown if treatment was initiated or withheld, but physician did obtain a point of care result that did not match.

Manufacturer narrative:
Qc was within acceptable limits the day of the event. No other glucose results have been questioned or amended to date. A field service engineer (fse) was dispatched: the fse replaced the glucose stirrer motor due to a lag in mechanical operation and a noisy response. The stirrer motor is being returned to bci for further investigation and testing. It is unknown if treatment was impacted in this event. Upon recur, treatment could be delayed or withheld based on the falsely low glu result obtained. A delay in treatment or withholding of treatment could cause serious injury when the patient's actual glucose results are elevated and in the abnormally high range. Though fse replaced parts, the root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.